Manufacturer narrative:
Patent's date of birth, age, sex and weight unavailable from facility.

Event description:
Procedure performed targeting a lesion within the right coronary artery. An elca catheter was used for the treatment. During the procedure, a perforation occurred. A perforation was treated using a balloon catheter; the procedure was completed, and patient survived procedure.